Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had a skin irritation under the front therapy electrode pad. The area was described as red and itchy, but not raw, and due to sweating. The patient reported that her doctor instructed her to remove the device until the irritation healed and prescribed an anti-fungal cream. During a follow up it was reported that the irritation had cleared.